Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. B3. Date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using the bd vacutainer® safety-lok¿ blood collection set, the male luer end is separating from an unspecified number of units. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 05-jan-2026. Investigation summary: bd received 3 samples and 1 photo for investigation. The photo was reviewed and the indicated failure mode for separates with the incident lot was not observed. Additionally, the customer samples along with 10 retention samples from bd inventory, were evaluated by visual examination and functional testing and no issues were observed relating to separates as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode separates. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® safety-lok¿ blood collection set, the male luer end is separating from an unspecified number of units. No adverse impact was reported regarding the patient or user.